Event description:
It was reported that the device had high threshold and was unable to defibrillate the patient when given therapy, and the patient subsequently went into refibrillation. The device was removed and replaced one week after implant. No patient complications have reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.